Manufacturer narrative:
An engineering evaluation determined that this was the first complaint with broken catheter under balloon after the implementation of the CAPA. A personnel acknowledgement was conducted.

Event description:
As reported, one balloon was already defective before using, defect was noticed during prepping. Additional information from the nurse revealed the inflation of the balloon with saline during prepping was not normal and customer decided not to use the catheter. No clarifying details were received.

Manufacturer narrative:
One embolectomy catheter was received coiled without the packaging. Balloon testing was performed with a laboratory sample syringe. Visual examination found the catheter body to be broken in half, approximately 1.5 cm from the catheter tip, under the balloon. The tubing was found broken at the #4 inflation hole. The other three inflation holes were found collapsed (oval shaped). All break sites match and there were no missing sections. Both proximal and distal windings appear to be in good condition and there are no missing components. A tear in the balloon latex was found, 0.005" in length, near the proximal balloon winding site. Leakage through the balloon inflation lumen also occurred at multiple locations in the middle of what appeared to be scrape marks. The scrape marks were visible only under microscope, approximately 1.55cm in length at the 3.5cm area from the tip. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was confirmed. An investigation was opened to determine the cause of the complaint and implement any necessary actions.